Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-07387. Follow up revealed that the patient suffered from a bad fall prior to the migration

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-07387. Follow up revealed that the patient underwent surgery wherein the system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-07387. It was reported that both of the patient¿s leads had migrated. As a result, surgical intervention maybe pending to resolve this issue.